Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed as the settings not being configured resulted in the reported issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion procedure, it was identified the imaging system would not communicate with the navigation system. It was found the ip address on the navigation was not configured. Once the static ip address was set, the imaging and navigation systems were able to communicate. The issue was resolved via troubleshooting. There was a reported delay of less than an hour due to the reported issue. There was no reported impact on patient outcome.